Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer was hospitalized on (B)(6) 2016. She had a diabetic ketoacidosis. The customer removed the insulin pump when she was admitted into the hospital. The insulin pump was leaking and she could smell insulin. Her blood glucose level was over 796 mg/dl. The no delivery alarm was resolved with a complete set change. The insulin pump was not responding, it was not rewinding. The act button on the insulin pump was unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.